Event description:
Fractured recovery filter, one arm in right ventricle. Filter removed with forceps. Fragment could not be removed. Pt developed rv perforation requiring pericardial window as result of attempt.